Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the device detected its own abnormality and automatically stopped operation due to failure of the duct pressure sensor, a component of the printed circuit board. It is estimated that because front panel control and air delivery stopped, residual air could not be exhausted, causing the display to disappear should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had residual air that did not drain properly, and the display turned off. The issue occurred during setup or inspection for use (specifically during room setup or before the patient entered the room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.